Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station is currently experiencing a power outage. A field service engineer reported that the device fails to power on when cubie drawer 3 is connected, resulting in no power being supplied to the power management control board. To address this issue, the power management control board and the drawer controller were replaced. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station had no power.a customer indicated that there was a delay in the dispensing of medication, necessitating the nurse to visit other stations in search of the required medications.there were no adverse events or injuries reported based on this event.